Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 5mm x 150mm smart flex self-expanding stent (ses) delivery system was released but did not fully expand. The stent was withdrawn into the system. When the system was removed, the stent was seen partially deployed. An unknown cordis stent was used to continue the procedure. There were no reported injuries to the patient. This was during a procedure to treat 60% stenosed superficial femoral artery (sfa) lesion with severe calcification. The device was stored and prepped per the instructions for use (IFU). The device was held flat and straight outside of the patient. There was no difficulty removing the device from the patient and the device remained in one piece during its removal. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the stent of a 5mm x 150mm smart flex self-expanding stent (ses) delivery system was released but did not fully expand. The stent was withdrawn into the system. When the system was removed, the stent was seen partially deployed. An unknown cordis stent was used to continue the procedure. There were no reported injuries to the patient. This was during a procedure to treat 60% stenosed superficial femoral artery (sfa) lesion with severe calcification. The device was stored and prepped per the instructions for use (IFU). The device was held flat and straight outside of the patient. There was no difficulty removing the device from the patient and the device remained in one piece during its removal. The device was returned for analysis. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked and laid flat on a tray for product evaluation. Upon thorough inspection, it was observed that the stent was partially deployed, and the plastic nut of the hemostasis valve was fully locked. Additionally, a severe kink was noticed approximately 125 cm from the distal tip. The outer sheath showed a separation approximately 129 cm from the distal tip. No other notable details were observed on the returned device. Functional testing was not performed due to the separated and kinked condition of the outer sheath. The separated area was evaluated using a vision system, which revealed elongations on the edge of the separated material. These elongations are typically associated with separations caused by tensile overload. Therefore, it is assumed that the device was subjected to a tensile force that exceeded the material¿s yield strength before the separation occurred. Sem analysis was also not conducted as the damages associated with the separation were visible with the magnification obtained from a vision system. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was confirmed during analysis as the stent was received partially deployed. Additionally, subsequent findings of an outer sheath separation and a kinked condition were also observed. However, the exact causes of these damages cannot be determined. Device analysis concludes the delivery system was induced to events that exceeded its material yield strength prior to the separation of the outer sheath and kinking noted. Additionally, elongations were evident on the edges of the separation of the outer sheath. Therefore, based on the information available for review it is likely handling, vessel characteristics, and procedural factors contributed to the events reported by the customer as evidenced by analysis findings. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ the information available and the product analysis does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.